Event description:
Litigation papers allege: pain, soreness, and discomfort; squeaking or clicking, extremely elevated metal ion levels, measured at 48.8 mc/gl of cobalt and 20.2mc/gl of chromium pre-revision, resulting in emotional distress, anxiety and mental anguish, as well as difficulty sleeping, performing routine activities, inability to lead a normal life and recommendation for revision surgery. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to increased ion levels. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.